Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia. The blood glucose value at the time of the event was 500+ mg/dl. High blood glucose was treated with manual injection/insulin pen, emergency room visits, IV insulin drip (intravenous insulin infusion), discontinue use of insulin delivery system and insulin pump (subcutaneous insulin infusion). The customer also stated that the pump was under delivering and pump was broken . Troubleshooting was performed. The customer was using the pump within 48 hours before the event and the auto mode feature was not active at the time of the event. No further patient complications were reported. It was unknown whether the customer would discontinue the use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. S/w 4.11e. Retainer ring = black. Case type = ngp. The customer was hospitalized for alleged high bgs, possible under delivery anomaly and cosmetic damage/broken pump found on (B)(6) 2023. The customer had alleged low bgs. On svn (B)(6) the customer reported pump was broken and led to high blood glucose on (B)(6) 2023. On svn (B)(6) the customer reported pump was broken and led to high blood glucose and low blood glucose on (B)(6) 2023. On svn (B)(6) the customer reported hyperglycemia with a blood glucose value of 400+ mg/dl at the time of the event and also reported that the pump was broken. On svn (B)(6) the customer reported pump was broken and led to high blood glucose and low blood glucose on (B)(6) 2023. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0876 inches. Under delivery anomaly was not confirmed. No broken pump noted. The following were noted during visual inspection: minor scratched display window, scratched case, pillowing keypad overlay, and cracked keypad overlay at the select button. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.